Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not deliver. They stated that this occurred during the patients overnight feeding. Mmdg did follow up with the initial reporter, who stated that they had received a replacement pump and that they did not want to provide additional information. [Complaint- (B)(4)].